Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: additional information was requested and the following was obtained: was the packaging damaged, but no hole in the packaging that would compromise to sterility of device? Or was there a hole in the packaging that would compromise sterility?there was a hole in the packaging that would compromise sterility.

Event description:
It was reported that the package was found to be damaged before the procedure. Changed to new device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch #" p9427z. Investigation summary: the analysis results found that a harh36 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging being returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot and batch history records was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.